Event description:
User received discrepant albumin results for one pt sample. Initial result gave 0 g per dl with a less than test data flag, repeat gave the same result. The sample was repeated a third time giving the same result, 0 g per dl with a less than test data flag. A fourth repeat of the same sample gave 2.6 g per dl with no data flag. Customer stated the operator did report out albumin result after the third run as 0 g per dl and then issued a corrected report replacing the value with 2.6 g per dl 8 to 9 minutes later. Customer reported there was no diagnosis or treatment based on the original reported result and verified pt current condition was unaffected and ok. The field service rep was unable to determine a cause. Noted he ran check tests and precision check with pt sample for albumin and all results were within specification.